Manufacturer narrative:
Received a series of photographs from the customer. Spiros and syringes were observed in a plastic bag with some of the spiros separated. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13893676 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event occurred on an unknown date involving a spinning spiros¿, closed male luer where it was reported that once attached to bd syringe filled with solution will "pop" off and contents leak out. This has happened on several occasions and samples are at this location for evaluation/investigation. There have been several incidents involving patients. The patients have been covered in chemotherapy due to the malfunctions, incurred emergency department visits/costs, and have not received treatment on several occasions due to the malfunctions. There was patient involvement and no harm reported.

Manufacturer narrative:
The device is available for evaluation- it has not been received.